Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. A laser probe was inserted and fired with no burning smell noted. The laser sub-module was disassembled and visually checked with no problems found. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).

Event description:
The nurse reported a burning smell when using the laser. The case was completed as planned. No pt injury was reported.